Manufacturer narrative:
One opened and used reservoir was inspected and no anomalies were found with the reservoir, snap cap or septum. An occlusion test was run and it was concluded that the device operated within specifications. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a set change. The blood glucose reading was 429 mg/dl at the time of the event and down to 130 mg/dl at the time of the report. The customer was unable to troubleshoot due to the alarm being a past issue that had been resolved with a set change. The customer was advised that the reservoir would be replaced and agreed to return the product for analysis.